Manufacturer narrative:
Updated block: b5.

Event description:
Per clinical review: the user reported an issue with their heart lung machine (hlm) during cardiopulmonary bypass (cpb). Specifically, the user noted that the air bubble detector (abd) turned off, but an alarm continued to sound. This occurred during deep hypothermic circulatory arrest (dhca), while the user was delivering selective cerebral perfusion to the patient. There was no case delay, surgery was completed successfully with no patient harm and blood loss reported.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the air bubble detector (abd) sensor was set to off but continued to alarm. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block. The reported complaint was non-verifiable as no product was returned. Multiple diligence attempts for part return were unsuccessful therefore further evaluation and root cause analysis could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.